Manufacturer narrative:
The customer did not return the suspected device for evaluation. A device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
Device evaluated by manufacturer (section h3) updated to "yes".

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. Additionally, date and time associated with the readings were also incorrect. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.